Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure on the stomach, the device was unable to fire. During the stapling, the stapler made a noise and the trigger broke. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.